Event description:
In 2006 the lay use/pt contacted lifescan alleging that the one touch basic had a cracked casing. The pt purchased the meter in the united states. The meter was not out of the box; however, the pt reported that the meter dropped in half and was then thrown away. The pt's sister tried to purchase a new meter but the pharmacist advised her to call lifescan. The med affair spec sent a letter in 2006 since the pt cannot be reached by telephone. Since the pt was unable to test on the meter, the pt received med assistance. The pt also received melformin as treatment from the hlth care professionals. Prior to receiving any med attention (date/time unk), the pt ahd food/drink.it would be helpful to know when the pt dropped the meter, if she stopped testing completely or had a backup meter, if the pt developed any diabetic symptoms when she was unable to test, if she made any changes to her diabetes management due to the inability to test on her meter, and when she required med assistance. Although the pt reported misuse of the product, this complaint is being reported because the required med treatment due to the inability to test lifescan replaced the meter, test strips, and control solution.